Manufacturer narrative:
The insulin pump received with blank display due to moisture damage electronic assembly. The insulin pump was received with moisture damage on the motor, battery tube, keypad and vibrator assembly. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, he had gone swimming with the insulin pump. Customer's blood glucose was unknown. Customer stated the device was fully submerged in the lake. The display went blank immediately after being exposed to fluids. Customer was advised to discontinue use of the device and revert to back up plan. Customer agreed to return the device for analysis.